Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Performed a smu (source measurement unit) test to check the functionality of the sensor. During the smu test, the bluetooth connection was monitored for any missing data. No dropped packets or abnormal finding were found, indicating the returned puck was free of faults. No signal loss notifications or alerts were observed, confirming the puck¿s complete functionality. No product malfunctions were observed during investigation, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm was missing and therefore the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "turned blue" and a loss of consciousness. The customer had contact with a healthcare professional who administered "glucose shot" intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.